Event description:
Pt was revised due to recurring effusions for several years. No indication of infection or loose components. Anterior lateral side of poly insert may be causing irritation. Surgeon modified insert.